Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a week prior to contacting lfs. The cca was advised the patient manages her diabetes with lantus insulin (50 units in the morning/ 35 units in the evening) and apidra insulin (10 units). At an unspecified time prior to the start of the alleged issue, the patient claimed she felt as if she "could barely walk and weakness." On the evening of (B)(6) 2010, the patient stated she skipped her usual dose of medications. At 730pm that same evening, the patient stated she visited the emergency room (ER) and obtained a blood glucose result of "over 600 mg/dl" with an ER/ hospital device. A health care professional (hcp) administered 12 units of lantus insulin to the patient. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the patient through resolving the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and received medical intervention after the reported issue began.

Event description:
.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.